Event description:
On five occasions the product malfunctioned. The second event was an occlusion, the others were leaks where the tubing connects to the needle. Air entered the tubing during a blood aspiration on the most recent date. The manufacturer is having problems with some of the products made in 2006 and is swapping these products out.